Manufacturer narrative:
Technical support instructed the customer to swap out the display so that the secondary screen acts as the primary. The customer will work on it and call back to arrange for replacement the defective display. We have requested return of the defective display for eval.

Event description:
Imp ref # (B)(4).